Event description:
It was reported by the sales representative that the patient stated he is having pain using the unit. The sales representative spoke to someone, and they stated patient is fine. Representative asked to call again because the patient is complaining of pain again. Tried to call & patient mailbox is not set up to received messages. Emailed rep for another number to call patient. Stated the pain was at the end of treatment. Wore the unit all the time. Saw doctor. He stated to continue to use it. Use brace. Give pain meds. See doctor next month. Put on in the afternoon. Pain was beneath. Pain scale 7-8. Told the doctor he will continue to use the unit with the pain meds. Advised patient to cut back on time and call if he has any issues. Patient also stated the doctor told him to wear the unit in the afternoon when he is not on his feet so much. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: brace. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
Pain: it was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient stated that the pain was at the end of treatment. The patient wore the device all the time. The patient was beneath the skin. The patient's doctor advised him to continue to use the device. The patient uses brace. The patient was given pain medication. The patient rated the pain as a 7-8 on a scale of 1 to 10, with 10 being the highest. The doctor recommended to wear the device in the afternoon when the patient is not on his feet so much. The patent stated that told the doctor he will continue to use the device with the pain medication. It was reported that no further information is available.